Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being replaced for normal battery depletion. It was noted the ICD was programmed to electrocautery protection mode, but pacing inhibition was observed. Technical services discussed therapy was inhibited because the device detected too much energy on the lead during cauterization. The duration of pacing inhibition was unknown. It was noted the physician was cauterizing right at the device. No adverse patient effects were reported related to the ICD.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A series of electrical tests were performed, and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.